Event description:
During an unknown procedure, the ultra fast-fix assembly ¿ curved both t1 and t2 failed to deploy. Both implants were removed from the body and returned. There was a 15 minute procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows t1 is free from the needle. T2 has been advanced over the dimple; however it is not fully positioned to its pre-deployment position. The needle, handle and ts are soiled with what appears to be human matter indicating that the device was used. T2 was fully advance on the needle to test for deployment. T2 was then tested using a rubber meniscus model and deployed as intended. Reported non-deployment could not be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).